Event description:
It was reported that during an arthroscopic procedure, the physician was utilizing a coblator ii surgery system and the coagulation would not function properly. The procedure was completed using a competitors technology. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but were not received.